Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the hex driver shaft was idled so that the body and stem of the unite device were not able to be tightened during artificial shoulder joint replacement surgery. Update (B)(6) 2017 additional product follow-up to date has not yielded any additional information with regard to what the expression "idled" means as far as the reported malfunction is concerned. Review of the actual product with the analyst has likewise not determined what "idled" might refer to. Observations of the returned product show that the hex head tip is completely intact without any damage where it interfaces with a hex head screw. The shaft and handle are also intact, and one analyst indicated that the device almost appears "brand new". It was speculated that perhaps under extreme stress that the shaft of the driver might turn within the screw driver handle, thus not allowing the driver to securely tighten a construct--but we were not able to reproduce that effect. But the report did indicate that there was a problem with the usage of the instrument, and that it was not able to perform its required function adequately. So it is this reviewer's opinion, and supported by the analyst's opinion as well, that this instrument may have malfunctioned, and if this were to reoccur, it could result in a catastrophic malfunction, as there is no alternative instrument available to perform the same function. MDR decision updated.

Manufacturer narrative:
Examination of the returned device confirmed the reported event. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.